Event description:
Information was received from a consumer regarding a patient receiving dilaudid dose and concentration not reported via an implantable pump. The indication for use was spinal pain. The patient had been vomiting since friday and can't keep anything down. The reporter was wondering if the patient was receiving too much it drug and wanted the pump "turned down". On thursday after surgery for pump implant the patient was given medication for nausea. The reporter stated patient's breathing was good but the patient had a severe migraine headache that began (B)(6) 2016. The reporter mentioned they knew spinal headaches were common post pump implant. The reporter had contacted the physician twice already and had not heard back from them. There were no interventions reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.